Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump failed to return a no delivery alarm. Customer reported discovering that the cannula was bent when he removed it. Customer also reported noticing some small air bubbles in the tubing. Blood glucose level was 486 mg/dl at the time of the call. No further information was provided.